Event description:
During the scs trial procedure, while the lead was being advanced, the pt reported intermittent chest pain. The first lead was successfully sutured in place. As soon as testing began, the pt felt the pain come back in his chest and his back. The doctor was in the process of placing the second lead, but decided to abort. The pt was taken to the hospital to determine if there was a potential cardiac event. The pt was monitored overnight. The physician did not believe this to be a cardiac event. Cardiology assessments were normal. The pt was programmed and reported satisfactory coverage in his shoulder and upper arm. However, the pt continued to experience moderate chest and back pain. Further f/u indicated, the pt was discharged and was going to be treated with steroids or oral pain medications to help with the symptoms.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.